Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving bupivacaine, hydromorphone, baclofen, and clonidine via an implanted pump for intractable spasticity. It was reported the patient went to the emergency room (ER) and was obtunded and non-responsive. The company representative (rep) believes that the patient went to the emergency room due to pain and was given medication that caused him to be obtunded. The rep stated that when the pump was interrogated, there was a motor stall alert, and the patient had not had an magnetic resonance imaging (MRI). The rep stated that no pump alarms were heard. The technical service (ts) reviewed the difference between telemetry state and true motor stall. The rep stated that he will confirm again that no MRI was performed. The rep stated that the meds listed were the ones at implant but believe the patient was on the same medications. Additional information was provided from a healthcare provider via a company representative stated that the patient was in pain, obtunded, and non-responsive due to the pump being in a motor stall for 48 hours following MRI and was not receiving therapy. The patient was given oral pain medication by the emergency room staff. After the physician interrogated the pump to stop the telemetry mode, normal infusion from the pump was restored and the patient¿s symptoms were resolved. The pump motor stall recovered on (B)(6) 2026 (unknown time).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.